Manufacturer narrative:
The lot complaint history was reviewed, this is the sixth complaint for the finish goods lot; however, the fifth for this issue for this lot. The device history record shows the product was released per specifications. Three wet cassette packs were returned and visually inspected. No obvious defects were observed that would have contributed to the reported event. All three samples were tested on a calibrated console; all three primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution (bss) bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassettes were evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported two cassette clogged during one procedure the procedure was completed after replacing the product with another. There was no harm to the patient. Additional information was requested; however, none has been received to date.